Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the insulin was leaking into the reservoir compartment. It was stated that the customer has issues with the air bubbles and does not let the insulin sit at room temperature before use. Advised the caller to let the insulin sit at the room temperature. No further info was provided.